Manufacturer narrative:
On sc-1132 (sn (B)(4)): electrode 25 showed high impedance. An investigation of the particular channel from u3-asic to header found no defects, and it was considered the internal circuit of u3-asic is damaged. Since there was no impedance anomaly prior to the explant, the source of the device damage was not determined.

Event description:
A report was received that the patient underwent an elective explant procedure. The returned product analysis revealed that the ipg had a damaged u3-asic.